Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed error. The customer¿s blood glucose value was 209 mg/dl. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the pump. The customer stated they did not fill the cannula on insulin pump. Fill cannula was not recorded in daily history. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime, basic occlusion, force sensor, occlusion, and self tests. No unexpected drive count or time values or changes incorrect for moving or coasting error, insulin flow blocked alarms or prime anomalies were noted during testing.